Event description:
Event description guidant received information that this pacemaker was explanted due to a ventricular tachycardia episode being stored, however, the electrogram displayed a flat-line with no pacing and no markers. This patient is pacemaker dependant and experienced a fluttering in her chest during the event storage, and therefore, the physician elected to explant this device, return it for analysis and upgrade this patient to a cardiac resynchronization cardioverter defibrillator.